Manufacturer narrative:
Article citation: ferrufino-schmidt, maria, duenas, daniela, parra, edwin et al. Pd-l1 and cd8 expression correlate with aggressive behavior of breast implant associated anaplastic large cell lymphoma cells. Abstracts from uscap 2020: hematopathology (1316-1502). Modern pathology 33, 1409¿1586 (2020). The events of lymphoma - alcl, seroma, and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma - alcl; seroma; lump/nodule. [(B)(4)].

Event description:
Through journal article ¿pd-l1 and cd8 expression correlate with aggressive behavior of breast implant associated anaplastic large cell lymphoma cells¿ 19 patients were noted to experience varying events including ¿breast effusion,¿ ¿breast mass,¿ and ¿bi-alcl;¿ pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected sides are both left and right. The status of the devices is unknown. The manufacturer of the devices is unknown.